Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Functional testing was not performed due the buttons being unresponsive. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose and that the insulin pump alarmed button error, in addition to having an unresponsive keypad. The blood glucose reading was 42 mg/dl, which was treated with soda. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.